Manufacturer narrative:
E1: initial reporter address :(B)(6). E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During initial testing a system error 345 alarm occurred which was not reproduced during secondary testing. The upstream and downstream thermistors were found within specification. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event.the ultrasonic sensor will be replaced as a precaution per the service procedure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During preventive maintenance testing by a baxter technician the spectrum pump alarmed system error 345 (thermistor disparity). No additional information is available.